Manufacturer narrative:
The rf disposable grounding pad was received for evaluation. No visual anomalies were noted. The grounding pad was not returned with a liner, and therefore functional testing was not possible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burns remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient burn remains unknown.

Event description:
Related manufacturing ref: 2184149-2021-00362, 2182269-2021-00088. During a radiofrequency neurotomy procedure on c2/c3, a third degree burn occurred at the grounding pad site on the right outer thigh. During the procedure, when starting rf, the generator did not reach temperature. The grounding pad was checked and was noted to no longer be secured to the leg; the edges were coming off. No alarms were noted on the generator. However, a message was noted that the machine was taking longer to get to temperature. That¿s when the grounding pad was checked/switched and a small burn was noted from the first grounding pad, as well as a larger burn from the second grounding pad. Silver sulfor cream and coverderm were used to treat the burn, as well as a prescription for daily application. The patient was referred to a burn specialist.